Event description:
It was reported that the device had a downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled downstream occlusion (dso) seal, upstream occlusion (uso) seal damage, and a cracked battery compartment. Functional testing was able to duplicate the reported problem. It was determined that the bad dso sensor was the root cause. The dso sensor, dso seal, and uso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.